Event description:
A customer contacted beckman coulter inc. (Bec) to report receiving one leaking bottle in a box containing four 1950 ml bottles of access wash buffer ii. The customer stated that the cap on one bottle was loose and the seal was not intact. The customer is not questioning any patient results. No report or injury or exposure been reported in association with this event.

Manufacturer narrative:
Service was not dispatched for this event. Customer technical support to place replacement order for the wash buffer ii and reaction vessels. (B)(4).